Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had a torn keypad overlay, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having issues with the insulin pump's down arrow button. The down arrow button was not responding. The plastic on the act button was peeling off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.